Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the motor does not rotate, please check and repair. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor sticks and was rusty. Further, the cable did not pass the cable screening test. The defective motor and defective cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the defective motor cable screening test failure. The corroded motor and defective cable would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/26/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the motor on the handpiece device did not rotate. During in-house engineering evaluation, it was determined that the motor was sticking and not turning as it was corroded. There was no procedure nor patient involvement reported. No additional information was provided.